Manufacturer narrative:
H3, h6: initial actions (corrective and/or preventive): no general problem has been detected for the installed base which requires an immediate action. Manufacturer's preliminary results and conclusion: the root cause for the unintended movement is under investigation. A supplemental report will be submitted to the FDA upon completion of the investigation.

Event description:
Siemens healthineers was notified of an issue involving the axiom luminos drf system. According to the complaint description, the patient table tilted unintentionally. There was no report of injury associated with this event. In a worst-case scenario, unintentional table movement could result in serious injury if it were to reoccur.